Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented with loss of capture on right ventricular lead and low blood pressure. The lead was capped and replaced successfully. The patient's condition was good post procedure.